Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim and discolored. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, the keypad was found to be peeling. During testing, all of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under all of the button key contacts. (B)(6).